Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were sticking and hard to press and priming was louder and no delivery alarm was occurred. Blood glucose was unknown. Customer also reported that insulin pump was shut down. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for 1 day. No charge or battery anomaly or unexpected battery power loss anomaly noted. No drive or motor anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the device and passed. Device responded properly to button presses. No unresponsive buttons noted. No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device uploaded properly using carelink. No damage noted on the battery tube threads. No anomaly noted when installing or removing the test battery cap (p). No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment.